Event description:
Customer reported hospitalization due to low blood glucose. Customer stated that she was sick and was discharged in february. The current blood glucose reading is 135 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.